Event description:
Patient had pacemaker inserted on 10/27/93. Noted thressholds fine and placement o.k. Developed problems at home and had to be readmitted on 11/4/92 requiring new lead insertion. Tolerated reinsertion well and was subsequently discharged. Had attempted to reposition old lead, but apparently lead itself was the problem.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, other, electrode failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.